Event description:
It was reported that the patient had a wrist fusion surgery performed by a surgeon on (B)(6) 2014. The patient experienced pain and was presented to another surgeon taking call with wound issue. The distal tip of the plate was protruding through the incision. The plate had detached from the metacarpal distally, there was non-fusion and needed surgical intervention. Loosening of devices is indicated. On (B)(6) 2014, the patient was revised and all implants were removed, wound was cleaned and cultures were taken and sent to pathology. There was no surgical delay and the procedure was completed successfully. On (B)(6) 2014 patient is scheduled for a fusion surgery if there is no infection. This is report number 1 of 8 for (B)(4).

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history review was conducted. The report indicates that no complaint related anomalies. The device history record shows lot 7816347 of lcp wrist fusion straight was processed through the normal manufacturing and inspection operations with no rework noted. Nonconformances for marks/scratches were documented as a single part being scrap for an undersize dcu slot. These noted nonconformances do not affect the product complaint. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record determined the raw material lot 7349620 met all specifications. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.